Event description:
A customer contacted beckman coulter (bec) reporting a leak inside the coulter lh 500 hematology instrument. The volume of the leak was about 2 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, protective eyewear, and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No discrepant patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on the day of the event to evaluate the instrument. The fse found that the probe was leaking. The fse also observed that the tubing through pinch valves pv35 and pv42 were clogged. The fse replaced the tubing through the pinch valves pv35 and pv42 which corrected the leak. The repairs were verified per established procedures. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).